Manufacturer narrative:
H4: device manufactured november 11, 2020 to november 13, 2020. H10: two (2) actual samples and two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The actual complaint samples were received attached to a vial and a solution bag. It was observed that the devices were not in the activated position; therefore, the devices were activated, and a leak was detected during functional testing. The vials were undocked from each of the devices then redocked and reactivated using the same vial and bag as returned. Following reassembly, the devices were functionally tested, and no leaks were observed. The companion samples were docked to the returned bags and vials for functional testing and no leaks or issues were observed with the companion samples. In conclusion, the actual samples appeared to not be docked to the vial properly/securely. However; once the devices were reassembled, they functioned as expected. No additional defects were observed, and the devices functioned as expected. The reported condition was verified. The cause of the reported condition could not be determined; however, a probable cause was the device was not docked to the vial properly/securely. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) vial-mate adapters were defective. The defect was further described that they were ¿leaking from the bottom portion where the vial attaches to the vial-mate¿ and ¿they did disengage¿. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.